Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to handling and use of the lens injector system.

Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a backup crystalens; however, this lens was damaged while loading into the injector (no patient contact). Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A third crystalens was implanted successfully.